Event description:
Drive medical received a notice of incident which involved a bath lift that drive medical imports and distributes. As the end user attempted to get out of the bath tub, the unit failed to lift her up. Since the lift wasn't working, the end user had to crawl her way out of the tub who in the process tore open the newly surgery stitches in her arm. This information is based solely on the report of the spouse of the end user.